Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced vomiting, dizziness, and elevated urine ketones. The cgm was reading low with a value 50 mg/dl and the blood glucose reading was 300 mg/dl by the patient. The patient presented to the emergency department and was treated with subcutaneous insulin injection. The patient was discharged after almost 24 hours. There was no documentation of further medical evaluation or intervention for serious symptoms of hyperglycemia. At the time of the report 19 days later, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.